Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "vent. Stopped reading and stopped giving flow". The event occurred during ventilation. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. The logfile from 2025-02-04 shows repeated gas supply failures (oxygen, air, and combined supply), followed by low internal pressure alarms, indicating that the ventilator tank could not be adequately refilled; according to the specified mixer behavior, in case of dual gas supply failure the system correctly switches to ambient mode and attempts periodic tank recharging with 60% o2, which matches the observed sequence . These events are repeatedly accompanied by loss of mains power and short restart cycles, suggesting unstable external power in addition to unstable gas supply; shortly after one such restart, tf 2736 was logged twice, most likely as a secondary consequence of the prior supply and pressure instability rather than a primary internal hardware defect. Overall, the system behavior corresponds to the defined alarm and safety reactions , and the most probable root cause is external infrastructure instability (gas and/or mains power), not an intrinsic ventilator failure. To date, despite several reminders, the manufacturer has not received any additional information or confirmation regarding the issue if it was resolved. Therefore, based on the available information, an exact root cause could not be determined.